Event description:
It was reported that at a previous refill on (B)(6) 2014, the actual reservoir volume (arv) was 10.2ml and the expected reservoir volume (erv) was 5.8ml. Prior to that, discrepancies had been at 1ml, so they decided to ¿keep an eye¿ on the pump. At the refill on the report date, a 5ml discrepancy occurred. Specific values were not provided. No patient symptoms were reported, however the reporter had not yet seen the patient. A dye study and rotor study were to be done because the volume discrepancies had been increasing. The device system was used to deliver baclofen. It was later reported that the patient was asymptomatic. The volume discrepancies began in (B)(6) 2014, although they were not reported until this time. The cause of the discrepancies was presumed be human error on part of the refill nurse. Catheter dye and rotor studies were normal. At the time of this report, the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).